Manufacturer narrative:
The log file evaluation revealed that the device had successfully passed the self test in the morning of the date of event, indicated by a respective code entry. The reportedly observed error code 11037 is also logged for the same day and was displayed when the device was switched-on in the afternoon. There are no log entries in between. A dispatched fse put the error code in causal connection to a malfunction of the power supply and replaced it. The workstation was tested afterwards and found fully compliant to specifications. The observed error code 11037 is not the reason for the described behavior of the julian - interrupt of ventilation and black screen. The device cannot be put into operation when it comes up in the power-on self-test in a state described by error code 11037. The log file of julian stores at least important user interactions like mode changes etc. And - reflecting that there are no entries between the passed self test in the morning and the failed self-test in the afternoon, this electronic footprint makes it even unlikely that the device was used on a patient inbetween. Thus, draeger is neither able to confirm nor deny this instance of interrupt in ventilation. The device has been in use for nearly 17 years now which statistically increases the likelihood of sporadically occuring error conditions due to aging of components. The unit has been put under quarantine after the third event and will not be returned to use again. On-site investigation.

Event description:
Please see initial-report.

Manufacturer narrative:
The device underwent a full scope of tests on-site without being able to determine any malfunction or duplicate the event. Deeper investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported: "stop of the ventilation during the surgical operation on 3 patients under general anesthesia." The surgical team swapped the device. No patient consequences have been reported. Remark: for administrative purposes and compliance to international reporting requirements this case was split into three individual records. This mdv report represents the second event.